Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no video. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no video was caused due to video system center being in slave mode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.